Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the oad became stuck in the lesion requiring surgical removal. Three lesions were treated during this procedure. The first lesion was a short, heavily calcified, focal popliteal (pop) lesion. The pop reference vessel diameter was approximately 4-5mm. The remaining two lesions were moderately calcified posterior tibial (pt) artery lesions. One of these lesions was located in the proximal portion of the vessel, and one was located in the distal portion of the vessel. Both of the pt lesions were diffusely diseased and measured about 80mm in length. The pt reference vessel diameter was approximately 2.5mm. The physician used a 6f/45cm introducer sheath from a retrograde approach to access the target lesions. He used a 1.25 solid crown oad and treated the pop lesion first with two runs at low speed, two runs at medium speed, and two runs at high speed. Each run was 25 seconds long. He administered nitroglycerine and cardene between every other run. He then advanced the device to the proximal pt artery and spun twice at low speed and twice at medium speed. Each run was 25 seconds. Next, he advanced the device to the distal pt lesion and spun once at low speed, but the device bogged and shut down. He brought the device proximal to the lesion and tried again. The device started to spin, but then shut down making a high-pitched sound. He attempted to pull the device out, but was unsuccessful. He was able to slowly pull the device back all the way to the pop, but was unable to pull the device back all the way to the pop, but was unable to pull the device any further after that. At that time, he was 3-4 hours into the case and patient's blood pressure was dropping. He called anesthesia and surgery and had the patient intubated. A sheath was placed into the right groin after the case and an abdominal aorta gram was taken. There seemed to be a dissection at the bifurcation, so a 32mm coda balloon was inserted into the aorta and inflated. He had to cut the shaft of the device in order to send the patient for emergent surgery to remove the lodged portion of the device. Additional information has been requested regarding this event.